Manufacturer narrative:
Product complaint #: (B)(4). Patent identifier:(B)(6). This report is for an unk - screws: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to the femoral head collapsed into varus and the locking screw was broken. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unk - nail head elements: fns bolt:(part# unknown; lot# unknown; quality:1). Unk - nail head elements: fns antirotation:(part# unknown; lot# unknown; quality:1). This complaint involves two (2) devices. This report is for (1) unk - screws: fns locking. This report is 1 of 1 for (B)(4).